Manufacturer narrative:
Initial reporter address: sia trecho 5 - area especial, 57 / bloco d - 1 andar. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ cateter i.v. 24g x 0.75¿ (0.7 x 19 mm) (latin america) backed out of the vein. The following information was provided by the initial reporter: "(B)(4) during the puncture of the avp, it was noted that the catheter causes great difficulty for the professional, to perform the puncture, because the catheter is very malleable, difficult to insert into the skin, at the time of cannulation and causes a curvature to which leads to loss of the vein."

Event description:
It was reported that bd insyte¿ autoguard¿ cateter i.v. 24g x 0.75¿ (0.7 x 19 mm) (latin america) backed out of the vein. The following information was provided by the initial reporter: "* notivisa * during the puncture of the avp, it was noted that the catheter causes great difficulty for the professional, to perform the puncture, because the catheter is very malleable, difficult to insert into the skin, at the time of cannulation and causes a curvature to which leads to loss of the vein."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.